Event description:
Per the patient¿s medical records, the patient underwent a successful transapical tavr procedure. The 26mm sapien valve was correctly positioned and deployed. Post valve deployment, the initial tee showed mild to moderate central ai, which diminished to trivial to mild by the end of the procedure. The patient was transferred to the post-cath recovery unit in stable condition. Post-procedure the patient was transferred to ICU. Six (6) days post tavr, the patient suffered ventricular tachycardia and cardiac arrest. Despite acls measures, the patient expired.

Event description:
As reported through (B)(6), the patient expired 6 days post tavr. The cause of death was noted to be cardiac arrest.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Post procedure and late ventricular arrhythmias can be associated with patient factors such as poor ventricular function, inadequate coronary perfusion, tamponade, hypovolemia or electrolyte deficiencies (e.g. Hypokalemia, hypocalcemia, hypomagnesemia). Ventricular arrhythmias can also be associated with significant post procedural bleeding from the ta access site. This patient population is typically elderly, may be non-operative or high risk, have complex medical histories, multiple co-morbidities, and lower cardiac reserve that can limit their ability to recover from the medical conditions above. In the absence of valve dysfunction or valve related ischemia, post-procedure and late ventricular arrhythmias are highly unlikely to be related to the implanted valve. In this case, the patient expired 6 days post tavr. The patient suffered ventricular tachycardia and cardiac arrest. In addition to the procedure itself, it is possible the patient¿s advanced age ((B)(6)) and underlying cardiac pathology (e.g. Severe aortic stenosis, chronic systolic heart failure, cad and chf) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.